Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that he had a hypoglycemic event in which his readings were inaccurate with no alert, leading him to lose consciousness while driving and have a car accident. He stated that he was in a store parking lot, lost consciousness, and hit another car. A bystander called emergency medical services (ems) and when the paramedics arrived their bg reading was 32 mg/dl and his cgm had a red line indicating low. No bg or cgm values were taken immediately prior to the accident. The paramedics treated the patient with glucose via intravenous (IV) therapy, which raised the bg to 92 mg/dl while the cgm continued to read low. Additionally, the patient stated the paramedics got the bg up to 144 mg/dl and the cgm stayed at 50-60 mg/dl for a prolonged period. He stayed in the ambulance about 20-30 minutes and they released him without taking him to the emergency room. He went right home and checked his bg which was 125 mg/dl although the cgm reading was only up to 45 mg/dl and it stayed low/inaccurate for about 2 hours. He stated the device never alarmed throughout the event. At the time of the call he was feeling good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.